Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life with moisture behind the display) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: during investigation, there was evidence of a short battery life illustrated with a drastic voltage drop leading to a cs 177 warning. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents readings were above specification. The reported ¿battery life¿ complaint was duplicated. The pump¿s cover was removed and all currents readings were returned to specification after unplugging the continuous glucose monitor module from the printed circuit board. Inspection found moisture on the continuous glucose monitor module. (B)(4).